Event description:
Reportedly, the programmer suddenly freezes during use. Moreover, the screen changes colors and a rubber is missing at the base.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the programmer suddenly freezes during use. Moreover, the screen changes colors and a rubber is missing at the base.